Event description:
During a rf procedure in the sacroiliac region, the pump unit stopped working after 60 seconds of priming. The cable was changed and the procedure was re-attempted without success and subsequently aborted. There was no injury to the pt. The pt was under general anesthesia, although general anesthesia is contraindicated in these types of procedures. Please note that kimberly-clark healthcare has acquired this device, and have reported an MDR for this incident under MFR report number: 1033422-2012-00024.

Manufacturer narrative:
The device was returned to kimberly-clark for eval. A pump function test with test box was performed and the pump passed. Pmg-pump function test was performed with customer cables and ran with no errors. The reported event could not be confirmed. The directions for use states: "the use of general anesthesia is contraindicated. To allow for pt feedback and response during the procedure, it should be performed under local anesthesia." The user guide includes troubleshooting steps for common problems that the user may encounter during the procedure. It is possible that if these steps had been followed, the procedure could have been completed. Info from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.